Event description:
Additional information received reported that patient was in hospital for 3 days due to the infection. The infection had set the patient ¿back about 20 years.¿ ¿the pain was so extreme like it was starting over again and the pain came back ten-fold to what it was.¿ she had to take a lot of medicine to get the pain under control.

Event description:
Additional information received reported the culture revealed the patient had staph aureus. The patient experienced redness and drainage at the device pocket. The patient was treated with intravenous and oral antibiotics. The total device system was also explanted. It was reported the infection resolved. It was also noted "post-op involved in swimming pool exercise." The device system was used to deliver morphine, bupivacaine, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was removed due to infection. Patient indicated that she got good pain relief until it was taken out and has a lot of pain since pump removal. The pump contained morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(4) 2019. The operation notes from the pump and catheter removal were provided. The procedure was described as, ¿the patient was put in right side up, lateral decubitus position. Skin cleaned with alcohol, duraprep covered with loban. First spinal site local anesthesia infiltrated, wound site was opened. Was clearly no infection there. Anchor device of the catheter removed, and also intraspinal catheter removed. All sent for culture and sensitivity. After the spinal site wound irrigated with antibiotic solution, closed with vicryl and skin closed subcutaneously. Then right upper quadrant site was opened, and the pump was taken out from the pump pocket site. It was filled with bloody necrotic tissue around the pump site. You grossly can see it is infected. The pump site pocket would is one small hole draining, fluid coming out. After the pump was removed, irrigation with antibiotic solution. The subcu was closed with vicryl, and also a piece of jackson-pratt was buried inside the pocket site and bag is draining outside the skin after the skin closed subcuticularly. Post-op patient admitted to the hospital, will be received ancef 1 g q.8 hours. Also having infection specialist consult, and also the patient advised to quit smoking. The patient will be having nicoderm in the hospital. Again, at this moment, the patient is fully aware, understands it, will stay in the hospital for the infection treatment for time being.¿ there were no further complications reported/anticipated.